Manufacturer narrative:
This report is for an unknown chronos/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: miettinen, s. Et al. (2021), midterm follow-up results of two different types of implants in opening wedge high tibia osteotomy, the knee, vol. 31, pages 11-21 (finland). The aim of this retrospective comparative study was to evaluate midterm results in medial knee osteoarthritis (oa) patients, treated by medial open-wedge high tibial osteotomy (mowhto) at a single center using these implants. Between january 2004 and december 2014, there were 157 patients (167 knees) who underwent mowhto using a precountered locking compression plate (lp) (tomofix, synthes, umkirch, germany). The osteotomy gap was filled in 121/241 knees with bone substitutions using a chronostm, synthes, umkirch, germany. There were 138 males and 29 females with a mean age of 48.2 years. The mean follow-up time was 6.0 years (sd = 3.0, range 0.2¿12.8 years). The following complications were reported as follows: 11 patients had intraoperative complications. 44 patients had revision surgeries (implant removal. Tka, anterior knee cruciate ligament reconstruction, implant exchange) due to: 22 patients for pain, 17 patients for progression of osteoarthrosis, 2 patients for nonunion, 2 patients for instability, 1 patient for infection. 1 patient had a nerve injury. 3 patients had lateral cortex fracture. This report is for an unknown synthes chronos. It captures the reported revision surgeries for pain, progression of osteoarthrosis, nonunion, instability, infection, nerve injury and ateral cortex fracture. This is report 2 of 2 for (B)(4).